Event description:
It was reported to boston scientific corporation that wallflex biliary stent was used in the lower hepatic portal region during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During stent deployment, the physician attempted to reconstrain the stent only up to 1 cm from the distal tip. The physician removed the partially deployed stent from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to the complaint investigation site partially deployed by 29mm. A visual examination determined that the outer sheath was severely kinked and accordioned 165mm proximal to the tip of the device. It was also noted that the stainless steel handle was severely bent. The investigator attempted to reconstrain the stent during the product analysis; however this attempt proved unsuccessful. The stent was deployed and several kinks were observed on the inner. The shaft was dissected 10mm proximal to the guidewire access port and the inner was withdrawn. The reconstrainment band was then visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that wallflex biliary stent was used in the lower hepatic portal region during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During stent deployment, the physician attempted to reconstrain the stent only up to 1 cm from the distal tip. The physician removed the partially deployed stent from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.